Event description:
It was reported tha stent damage occurred. The target lesin was located in the mid and distal end of the left circumflex artery. A 20x2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported nad he patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found damage. The first stent strut on the proximal end was lifted and pulled outwards. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube identified no damage. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesin was located in the mid and distal end of the left circumflex artery. A 20x2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.